Manufacturer narrative:
Na

Event description:
It was reported that during testing the ventilator shut down multiple times with an audible and visual reset alarm. The ventilator was not connected to a pt when the reported problem occurred.